Event description:
It was reported by service report that the foot end lift was stuck at highest height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - lift motor coupler.